Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for noisy insertion movement. The reported problem was confirmed and replicated. The usm was tested on an in-house system in normal mode where it was noted that the insertion movement was noisy. The usm was tested on a psc fixture test platform (pftp) where the technician noted that during sine cycle the insertion was noisy. The insertion brake will be replaced as the root cause of the reported problem. The probable root cause is attributed to an insertion brake friction problem.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse performed troubleshooting steps on universal surgical manipulator (usm4) multiple times and confirmed engagement issue was no longer occurring. Fse was unable to reproduce issue on usm4. Verified and ready for use. However, while on site, fse noticed excessive noise on usm3 insertion and replaced usm3. The complaint was not confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that they attempted to install a prograsp forceps instrument in universal surgical manipulator (usm4) but the usm4 would not recognize the instrument. The logs showed error 22020 showing the instrument failed to engage due to failed wrist pitch axis. The customer attempted to reseat the instrument several times and changed it out with a spare with no change. The tse recommended trying another drape on usm4. The customer elected to use the system as a 3-arm procedure using only usms 1,2, and 3. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with 3 arms. There was no harm to the patient.